Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 5 jul 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient got an infection around the stoma with symptoms of redness and induration. The patient had been scheduled to be discharged one week post gastrostomy, but the hospital stay was extended for an additional month for follow up. The procedure to place the gastrostomy tube was performed on (B)(6) 2017. On (B)(6) 2017, water was infused through the gastrostomy tube. On (B)(6) 2017, feeding formula began to be infused through the gastrostomy tube. Redness and induration, as well as yellow opaque exudate around the stoma, were observed on (B)(6) 2017. On (B)(6) 2017 a subcutaneous leak of contrast agent was observed. The patient was treated with antibiotics, and the patient recovered in a few days. The gastrostomy tube was kept in place to confirm patency, and feedings via the tube were stopped. On (B)(6) 2017 the gastrostomy tube was replaced with a new one. The removed tube was inspected and a tear was found on the tube. The patient was discharged after the replacement of the gastrostomy tube.

Manufacturer narrative:
Correction: concomitant product enevo formula, abbott added. One used sample was received for evaluation. No product packaging was received with the sample. Visual inspection revealed the sample appeared to be in generally good condition. Examination of the tubing revealed a jagged, inverted "v" shaped tear or cut at the 2cm depth marking. Additional scratching or surface damage was observed adjacent to the tear / cut. No other issues were observed on the sample. The manufacturing process was reviewed and none could be found that could cause or contribute to this event. No root cause could be determined. A labeling review was performed, and the directions for use states the following information for tube patency guidelines: "select the appropriate gastrostomy feeding tube and prepare according to the instructions in the tube preparation section above. Proper tube flushing is the best way to avoid clogging and maintain tube patency. The following are guidelines to avoid clogging and maintain tube patency. Do not use excessive force to flush the tube. Excessive force can perforate the tube and can cause injury to the gastrointestinal tract" all information reasonably known as of 08 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).